Event description:
During verification testing at the service center, charring was noted on the ac power cord where the cord enters the clear plastic plug.

Manufacturer narrative:
The device was received on (B)(4) 2011. Investigation is not complete. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).